Manufacturer narrative:
Case-(B)(4) the reusable probe, serial number (B)(4) was returned and evaluated. Device evaluation determined that the boiler was broken at the weld point.

Event description:
It was reported by the customer on 22-jul-2019 that in (B)(6) 2019 a patient underwent a valve replacement. While the surgeon was using the reusable probe, the end of the cryo probe fell off upon unfreezing. An x-ray was used to locate the piece. The procedure was prolonged for 45 minutes. No patient harm was reported.